Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a bolus of insulin and expected 2 units, but the pump delivered 20 units. Tandem technical support reviewed the pump settings with the customer and found that the 20 unit correction was a due to an incorrect 5pm correction setting that was inadvertently entered into the pump. The impact to the customer's blood glucose (bg) level was not known; however, the next day the customer reported that the bg level was good and is stable.